Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual jf type 260v, tjf type 260v reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. The instruction manual jf type 260v, tjf type 260v operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope movement occurs fully but is not smooth. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the forceps wire had a cut due to mechanical or chemical stress due to a handling issue. Due to this damage on the forceps elevator, the forceps lever did not move smoothly. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the nozzle was deformed due to a handling issue. Additionally, the forceps elevator was deformed due to a handling issue. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip and a crack due to chemical or physical stress. It was observed that the connecting tube had a wrinkle due to chemical stress. It was also observed that the adhesive around the light guide lens was peeled. It was observed that the paint on the suction cylinder was peeled due to handling. It was also observed that the adhesive around the objective lens had a white-clouded area due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, light guide lens, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side and on the objective lens. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.